Event description:
The user facility reports, one incident of a cut in the pump segment tubing. This occurred approx 1 hr into dialysis tx. Due to potential for contamination, the patient's blood was not returned resulting ebl = 250 cc. One gm vancomycin was administered prophylactically. No patient injury is reported. This MDR is filed for blood loss and for administration of medication. Based on location and appearance of the cut and the time into treatment at which it occurred, it is expected that this event occurred due to incorrect and/or incomplete insertion of the pump segment tubing into the machine pump housing.

Manufacturer narrative:
Na